Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The steerable guide catheter device is filed under a separate medwatch report.

Event description:
This is filed to report that the pouch of the clip delivery system (cds) was unsealed. It was reported that this was a mitraclip procedure performed to treat mitral regurgitation with a mitral regurgitation grade of 4+ during unpackaging of the first clip delivery system (cds), it was noted that the pouch not be sealed. The device was not used and was replaced. One clip was implanted successfully reducing mr to 1+. While removing the clip delivery system (cds) under aspiration, air entered the syringe/tubing. There was no blood returning in the guide lumen. Aspiration was performed. It was confirmed that the steerable guide catheter (sgc) was appropriately centered in the left atrium, the clip introducer was securely engaged in the end of sgc and the 3-way connector was tight. The cds and sgc were simultaneously removed from the left atrium and replaced. A second clip was successfully deployed and mr was reduced to 1+. Following the case, the first sgc was prepped again, and it was noted that the sgc held column; however, fluid was coming out around the insertion of the sgc into the box. The patient is stable. No additional information was provided.

Manufacturer narrative:
(B)(4). The device and pouch were not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported unsealed device packaging issue in this incident could not be determined. A review of the pouching and sealing manufacturing data for the device was performed, which confirmed the device was pouched and sealed to specification. There is no indication of a product quality issue with respect to manufacture, design or labeling.